Manufacturer narrative:
Based on the available information, the cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant negative result for 1 patient sample tested for elecsys toxo igg (toxo igg) on a cobas e801 module. The initial result was 0.51 ui/ml (negative). On (B)(6) 2021 a new sample was obtained and the result was 9.26 ui/ml (positive). On (B)(6) 2021 the original sample was repeated with a result of 8.9 ui/ml (positive). The negative result was not reported outside of the laboratory. The toxo igg reagent lot number was 517479. The expiration date was not provided.